Manufacturer narrative:
From the information provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes malfunction events. Questionable high results were generated by a cobas 6000 e 601 module. The events involved a total of 1 patient with elecsys ft3. The provided patient's age was (B)(6) years. The patient's weight was requested but was not provided. The patient was a female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.